Event description:
Hcp reported that patient had issues. Pt couldn't be aroused after refill when went home and fell asleep. Pt breathing was shallow- pump cleaned and rinsed and restarted pump at lower rate (morphine). Patient doing fine now.